Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported: when preparing for a port placement procedure, it was noted the sterile kit packaging contained a hole/puncture, compromising the sterility of the packaged devices. The kit was set aside and a new of te same was used to complete the procedure. It was reported the defective disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Received one smartport kit of reported lot for evaluation. As received, the smartport kit outer tray tyvek lid was damaged (hole in tyvek) as reported by the customer. No holes or damage were noted to the tray, internal package or components. As the internal tray package was undamaged, the devices within the inner tray (e.g. Port) is still considered to be sterile. Based on the sample evaluation, this reported issue does not meet the criteria of a reportable event. This report is being submitted to close out the complaint file. The customer's reported complaint description is confirmed for exterior tray lid damaged. No holes or damage were noted to the internal tray package or components; port device is still sterile. DHR review of the packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Although we are unable to definitively determine an exact root cause for this complaint, the most likely root causeis handling damage after leaving the angiodynamics facility. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #(B)(4).